Manufacturer narrative:
Evaluation: no product was returned. Therefore, we are unable to determine exactly where the separation occurred. However, based on the info provided, this incident appears to be the result of excessive force, unintentionally inflicted by the pt.